Manufacturer narrative:
Technical services discussed device operation. Information suggests the device remains in-service. Investigation is completed. Should additional information become available this event will be updated.

Event description:
Boson scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received unnecessary therapy for supraventricular tachycardia. The patient's rhythm went into the vt-1 zone which is a monitor only zone and subsequently went into the vt zone. Multiple attempts of anti-tachycardia pacing and one shock was delivered. The patient dances quite active. No further effects were reported.